Event description:
It was reported that the patient experienced length issue with artificial urinary sphincter (aus) cuff. The aus cuff was explanted and replaced with a new 3.5cm cuff. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.